Manufacturer narrative:
Investigation summary: no returned samples or actual defect samples were received for investigation, so no in-depth investigation could be performed. Retention samples were checked on point and lubrication, and all results met the required specifications. A DHR of lot 7213228 was reviewed and no qns or abnormalities were found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ pen needle would not inject insulin during priming.